Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the o-ring is broken off from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she woke up with the reservoir outside of the pump. The customer stated that the o-ring is not there and there are pieces missing. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring and cracked case.